Event description:
The customer reported that while the unit was in use on a pt, the unit failed to switch from battery power to ac power when the unit was plugged into an electrical outlet. The pt was transported to another hosp. No pt injury was reported.